Event description:
It was reported that a power on reset was found during a remote monitoring transmission. The device was reprogrammed and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset parameters were noted as the device experienced a critical ram parity error por on (B)(6) 2012 in location "0c f2" and on (B)(6) 2012 in location "28 92". Device should be able to recover from the event and continue normal function.